Manufacturer narrative:
A ge service representative was unable to perform a device evaluation. The customer identified a loose wire in the interconnect cable and repaired the connection problem. The reported problem was resolved by the customer and returned to use. No additional service information was provided. Device problem already known, no evaluation necessary.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.